Event description:
Contact reported the breakage of 13g side opening needle during a spinal vba procedure. The tip of the needle broke off inside the pedicle. The doctor had rotated the needle to reposition and was not aware that the tip had bent when inserting within the pedicle, as this could not be seen on the monitor. The tip was left down within the pedicle. The case was completed using the other peddle to place the bone cement. There was no adverse pt outcome, however, as an unintended portion of the device was left in vivo, an MDR is filed to document this event.

Manufacturer narrative:
Patient was (B) (6) with good bone. No connection could be made between the event and any shortcomings of the device.